Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "during an infusion of methotrexate 3660mg/500ml, 167ml to infuse over 3 hours, the pump reportedly over infused" was not reproduced. Evaluation performed troubleshooting and found flow rate error percentage to be -6.78323353. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the problem deliver at a lower rate or volume than programmed. The cause of the condition was the m2/m3 springs. The m2/m3 springs required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump during an infusion of methotrexate 3660mg/500ml, 167ml to infuse over 3 hours, the pump reportedly over infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.